Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.75 x 28 synergy¿ drug-eluting stent, the stent came off the stent delivery system. The procedure was completed with another 2.75 x 28 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was fine.